Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix clogged with blood/tissue. Visual and x-ray examination found the inner coil in the connector region over torqued. After cleaning and by applying torque directly to the inner coil, the helix could be retracted and extended and helix extension length met specification. The reported event of helix could no longer extend or retract was confirmed. The cause of the reported event was isolated to the over torqued inner coil in the connector region consistent with procedural damage. Electrical testing didn¿t find any indication of conductor fractures or internal shorts. The reported event of low sensing was not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the right ventricular (rv) lead was repositioned twice due to low sensing values. Upon repositioning the third time, the helix could no longer extend or retract. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.